Event description:
It was observed that during the device evaluation, the subject device had exhibited e315(scope error unsupported scope) and b30(scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e315 (scope error unsupported scope) occurs and due to data error of scope ID, b30 (scope communication error) occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.